Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, sensing and capture anomalies. High lead impedance was noted. After the device was explanted, a crack in the header was detected.